Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the proximal right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. When the sds was removed, slight resistance was noted with the guiding catheter, and it was observed outside the anatomy that the proximal stent struts were bent. Further dilatation was performed and a non-abbott stent was placed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. The resistance during withdrawal could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.